Manufacturer narrative:
The technician found the hi/low drive brake spring was worn. The technician replaced the hi/low drive ball screw assembly to repair the bed.

Event description:
Information received indicates the hi/low function is drifting.